Event description:
We received a complaint from the USA regarding a deformed heater head housing of an infant warmer.

Manufacturer narrative:
Method: the complaint device was received and visually inspected. The housing had damage from chemical damage from incorrect cleaning solutions. Results & conclusions: please see attached report "infant warmer heater head cracking" for details of failure investigations." Unfortunately this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013.